Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully reset device without recurrence of malfunction, and customer was advised to continue using pump and to call back if issue occurred again.